Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. A 2.50 x 16mm synergy ii drug-eluting stent was selected for use. However, when the device was loaded into a guide catheter, the balloon shaft was pinched and fractured. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that shaft break occurred. A 2.50 x 16mm synergy ii drug-eluting stent was selected for use. However, when the device was loaded into a guide catheter, the balloon shaft was pinched and fractured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ii us mr 2.50 x 16mm stent delivery system was returned for analysis. An examination of the crimped stent identified stent damage. Distal stent struts were stretched distally onto the distal balloon cone. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. No hypotube breaks were noted. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination of the tip identified tip damage. No other issues were identified during the product analysis.